Event description:
It was reported that the pt was transferred to a hospital three days after they had a pump implanted. The pt was kept longer in the hospital due to the need for laminotomy catheter placement. At home, the pt's mother had concerns that the incision had an infection. The pt was taken via ambulance to the physician's office that day. The physician assessed both incisions; there were no signs of infection. There were some difficulties in getting the pt back to the hospital, as it was reported that the mother had previously signed the pt out ama (against medical advice). The pt aspirated and was intubated, and admitted to the hospital. The pt expired the next day. The medication being delivered via the device system was baclofen.